Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following information: the issue occurred prior to start/ before anesthesia. The up/down change did not complete normally. Also, there is a strange noise and heaviness when rotating the base. The endoscope's image was not inverted, and it did not move freely with uncontrolled motion. The event did not involve a reversed control on the system arms, and the endoscope was installed in a up orientation. The surgeon did not confirm the desired orientation when the endoscope was installed, and there was no indication of the image orientation provided to the user via the user interface. There was no damage observed on the endoscope¿s adapter/base. The endoscope was not manually rotated 180 degrees prior to the event, and there is no video recording of the procedure regarding this event available for isi review.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted a technical support engineer (tse) and reported that the endoscope was not moving up and down properly. The customer checked and switched to a spare endoscope, so a repeat check was not possible. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 30-degree endoscope plus for failure analysis investigation. The endoscope was analyzed and placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. Additional observation(s) not reported by site: the endoscope was tested and placed on a camera attenuation tester or equivalent to measure transmittance but failed functional testing. The endoscope failed transmittance due to the measured output power not meeting specification limits. The complaint was confirmed by failure analysis. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The probable root cause of this binding is attributed to component susceptibility to increased friction. The section d has been updated with the correct information.

Event description:
Refer to h11 for follow-up information.